Event description:
It was reported when the device was used during a thoractomy procedure, there were no staples in the instrument. Another device was used to complete the case. There was no patient consequence.